Event description:
It was reported that a dye study was performed, which showed that the connector was not connected properly. A catheter revision was performed and the physician replaced the connector. The reporter did not know when the symptoms began, or when the issue was first suspected. The pump system was being used to infuse dilaudid; however, the drug information was what it was post-revision. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the ¿pump correction surgery¿ occurred (B)(6) 2014, after which she was given oral medications and the pump was set on a very low dosage.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).